Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by e-mail that a tampon came apart upon removal and half of the tampon remained inside of her. She visited a doctor to have the remaining pieces removed. After an attempt to follow-up with the consumer, she communicated via email that she did not want to discuss the matter further. No additional information is available at this time.